Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-22862, 2017865-2020-22864. It was reported that the patient presented with endocarditis a few months after implant. There is no known allegation from a health professional that suggests the infection was related to the biventricular pacemaker system. The pacemaker, right ventricular and left ventricular leads were explanted. The patient was in stable condition.